Event description:
Additional information was received that surgical intervention was undertaken wherein it was observed that the patient's lead was fractured. The patient's system was replaced and effective therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.

Event description:
It was reported in mw5149660 that the patient was unable to enter MRI mode due to high impedances on their lead. Surgical intervention is planned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.